Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given oral antibiotics. Surgical intervention was undertaken, and the patient's ipg was explanted.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.